Event description:
(B)(6) 2020 rv defib impedance measured 10 ohms and (B)(6) 2020 rv defib impedance showed 26 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).